Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(4) 2014 from a physician reporting for a female consumer (age unspecified) from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using an expired band-aid brand sheer comfort flex bandages cutaneously for unknown indication (lot number 0568b, expiration date 30-sep-2009, frequency unspecified). After an unspecified duration, she was presented to the hospital, where upon arrival she experienced vomiting, itching, turned bright red and passed out. The physician also stated that the consumer was hospitalized. The action taken with the device and outcome of the events were unknown. On (B)(6) 2014, one package of the device container including seven sealed samples were received and visually inspected. No apparent defects were noted with the product packaging. As per the statement on every bandage wrapper it contained latex. A review of the complaint data revealed no unfavorable trend and no trends involving the reported lot number. Device history records were reviewed and no deviations or non-conformances were noted. The retain sample was not visually inspected because they had been already destroyed following the retain period defined on the current procedures. Manufacturing or facility issues were reviewed and no defects were noted. The complaint was closed with a disposition of undetermined. Complaint trends will continue to be monitored. This report was assessed as serious (hospitalization) and the company causality for the events, itching and redness was assessed as related. The company causality for passing out and vomiting was assessed as not related.